Event description:
It was reported that a revision procedure was performed to reposition this right ventricular (rv) lead. The physician experienced difficulty extending and retracting the helix mechanism. When the rv lead was connected to the pacing system analyzer (psa), the pacing impedances were greater than 3000 ohms, and there was no capture at maximum outputs. In addition, there was baseline noise on the electrogram (egm), and lead body damage was noted. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted torn insulation, which likely occurred during the explant procedure. The helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that a revision procedure was performed to reposition this right ventricular (rv) lead. The physician experienced difficulty extending and retracting the helix mechanism. When the rv lead was connected to the pacing system analyzer (psa), the pacing impedances were greater than 3000 ohms, and there was no capture at maximum outputs. In addition, there was baseline noise on the electrogram (egm), and lead body damage was noted. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.